Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, implant rupture. Device remains implanted. This relates to an unknown side.

Event description:
Patient reported rupture, affected side unknown. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d3, d4, d6(b), g1, g2, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.